Manufacturer narrative:
Initial.

Event description:
On 01-may-2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl while traveling on an airplane and delaying an infusion set change until landing. The user changed the infusion set three times before bg levels began trending down. No long-term health effects were reported. No ems or hospitalization was required. No product was returned for evaluation. The patient reported hyperglycemia while traveling and stated the infusion set could not be changed until after landing. The patient reported changing the infusion set three times before glucose levels began trending downward; however, no bent cannula, occlusion, leakage, or infusion set hardware malfunction was identified. Based on the available information, no device deficiency or malfunction could be confirmed. The complaint shall be documented and trended in accordance with established risk management procedures for product safety and performance.